Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During pre-dilation of the left carotid artery with an aviator balloon, the patient suffered a grade b dissection. The patient is a male who was consented to the study in 2009. The target lesion location was the proximal left internal carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 6mm. Target lesion diameter stenosis was 95% with lesion length 18mm. Total length of stented segment was 30mm. The qualitative lesion calcification and vessel tortuousity was not documented. An angioguard (lot no. 70409514) distal protection device was used successfully with no technical problems. Pre-dilatation of the lesion was performed with an aviator (lot r1108380) and there was a grade b dissection. It is unknown as to how many atmospheres the balloon was inflated (boston scientific encore 26). A precise stent ( lot no. 14111749) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10. It is unknown if there was debris found in the basket upon retrieval of the angioguard device. Final angiograms showed there was no dissection after stent deployment and post dilation. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged the next day. Over a month later, the patient underwent stenting of the contralateral carotid artery. The target lesion location was the proximal right internal carotid artery. Target lesion diameter stenosis was 99% with lesion length 10mm. Pre-dilatation of the lesion was performed with a viatrac balloon @ 6 atmospheres and there was also a grade b dissection. An abbott distal protection device was used successfully with no technical problems. An abbott stent was implanted for treatment of target lesion and dissection. The final target lesion percent diameter stenosis was 0. There was no malfunction with the stent. After stent deployment during contralateral stenting, the patient suffered a neurological deficit of hemiparesis on the left side. The patient was diagnosed with a transient ischemic attack (tia). The onset was sudden and recovery was full. The event lasted less than 24 hours. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.